Event description:
The accounts engineer stated when nurse call is pressed at the bed; it is not alarming at nurse's station. He stated a pillow speaker works fine when plugged into their nurse call system.

Manufacturer narrative:
The accounts engineer isolated the issue to the communication cable. No visible damage. He replaced the communication cable to repair the bed.